Event description:
The event is reported as: during a spaying procedure, the staples would not close. This was noticed prior to putting the staple into the animal.

Manufacturer narrative:
At the time of this report, the sample was not returned for eval. The results of the investigation are not available at the time of this report.